Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The details of the lesion are unk. In an "abdominal" artery, a balloon ruptured. The number of inflations and to what atmospheres is unk. The balloon was removed intact. The procedure was completed with another of the same device. The pt's status is good with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.